Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks on (B)(6) 2020. The patient¿s parent stated the patient experienced a skin reaction with the sensor adhesive patch. The patient¿s skin was red with blisters and itched. Cavilon was applied with resolving the skin reaction. The patient¿s diabetologist was consulted on (B)(6) 2020 and decoderm ointment was prescribed. At the time of report, the skin reaction subsided. No additional patient or event information is available.